Event description:
It was reported that during routine follow-up upon interrogation, it was found that the device had unexpectedly reached end of battery life. The device was explanted and replaced. Patient condition was good.

Manufacturer narrative:
(B)(4).